Event description:
Same case as MDR ID# 2134265-2012-03031. It was reported that during a percutaneous peripheral intervention procedure, catheter entrapment occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the right superficial femoral artery (sfa). A starter guide wire was placed. A 8x42x1350 sentinol stent delivery system (sds) was advanced to the target lesion, and the stent successfully deployed. The sentinol sds could not be removed over the 260cm starter guide wire, therefore they were both removed. The procedure was completed and no further actions were taken. No patient complications were reported and the patient's status is ok. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed there was solidified contrast in the wire lumen. The guidewire was protruding 25 cm from the catheter tip. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The outer diameter of the wire was consistent with a .035" guidewire. The catheter was soaked in warm water to attempt to loosen solidified contrast in the wire lumen. The guidewire was withdrawn from the catheter without encountering any unusual resistance. The inner diameter of the wire lumen is within specification. The catheter was locked-up on the guidewire in the as-received condition. However, it appears that this was attributable to the presence of solidified contrast in the wire lumen since the catheter was easily loaded over the guidewire after soaking the devices. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "the sentinol nitinol biliary stent system is indicated for transhepatic palliation of malignant neoplasms in the biliary tree." .(B)(4)

Event description:
Same case as MDR ID# 2134265-2012-03031. It was reported that during a percutaneous peripheral intervention procedure catheter entrapment occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the right superficial femoral artery (sfa). A starter guide wire was placed. A 8x42x1350 sentinol stent delivery system (sds) was advanced to the target lesion, and the stent successfully deployed. The sentinol sds could not be removed over the 260cm starter guide wire, therefore they were both removed. The procedure was completed and no further actions were taken. No patient complications were reported and the patient's status is ok. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).